Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle was not shielded. The following information was provided by the initial reporter: please add three more incidences to this complaint. Two occurred this week on 2/26/24, the third was reported mid-(B)(6) 2023. One report noted the needle partially retracted but left the needle tip exposed. The second report stated that needle did not retract at all. No injuries were reported to either patients or providers.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle tip remained exposed after retraction could not be confirmed from the representative samples that were provided for investigation. 49 representative 20g insyte autoguard units were received in sealed packaging from lot #3262525; however, a visual and functional test revealed no damage or defects with the returned samples. The needles fully retracted when the safety mechanism was activated. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the complaint could not be confirmed for the implicated lot, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.